Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the users were unable to readmit one patient who had been automatically discharged in pyxis. A technical support specialist dialed into server. The patient was shown as admitted to the es server and in the database. The issue was related to the unit (pre) discharge duration, which was set to 12 hours. An adjustment was made to the auto-discharge duration at unit pre. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, users were unable to readmit one patient who had been automatically discharged in pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.